Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5: added additional information d6b: added explant date.

Event description:
Outcome at end of unit support is successfully weaned. Survival outcome at explant is survived.

Event description:
Clinical narrative: an impella cp device was initially placed for support in a 39-year-old male with acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions stage e shock. The patient underwent escalation of therapy from impella cp to impella 5.5, which was inserted via the right axillary/subclavian surgical approach. Following implantation of the impella 5.5, the clinical team resumed systemic heparin to maintain target activated clotting time levels in the setting of concurrent extracorporeal membrane oxygenation support. Subsequently, the patient developed suspected hematomas at the extracorporeal membrane oxygenation cannula sites and at the impella surgical pocket, as well as swelling of one upper extremity, despite no intravascular catheters present in that limb. A product complaint was created out of an abundance of caution. Based on the available information, the observed findings may be related to graft or cannulation technique and/or underlying coagulopathy. At the time of reporting, the patient remained on impella 5.5 support.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. The patient was transferred to the university of washington on the impella 5.5. It is believed to still be in the patient and hoping for a successful explant soon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.